Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable broke. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: b5, h6 correction: "break" changed to "electrical issue". Internal complaint number: (B)(4). This is a reusable OEM device. A lot history record review was completed for the reported product lot number. There was no nonconformance, which could be considered related to the reported event recorded in the lot history. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation 20nov2019. An investigation was conducted on 03feb2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connector shell on one of the ends on the cable, was observed to be intact but the shell from the other side came off. Connector shell was put back on top of the connector and tested for reported "electrical issue". A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh tool produced steam and heat during 5-second activations and shut off when the toggle was released. A poly fuse electrical test was performed. The evh tool shut off power to the heater after 5-10 seconds of activation periods. And activated again by manipulating the toggle switch after a resting interval of about 10-15 seconds. Based on the returned condition of the device and the results of the evaluation, the reported failure "electrical issue" was not confirmed and analyzed failure "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable experienced electrical issues. The hospital did not report any patient effects.